Event description:
It was reported that a device was used during a rectal procedure. The device could not be removed from the bowel after firing. The surgeon removed the device by cutting the anastomosis. The case was completed by hand. There were no other consequences to the pt.